Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was opening but not releasing any medications. A filed service engineer found the magnet strip was broken and most stuck under the rail. A field service engineer put the strip back in place to resolve this issue. A field service engineer stated that there was a delay in the dispensing of the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was able to open station drawer 3.2, but it does not dispense any medications. There were no adverse events or injuries reported based on this incident.